Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a calcified lesion in the lcx which had 90 % stenosis. The device was prepped prior to use with no issues noted. The physician encountered difficulty in crossing the lesion with the device, the device could not pass the lesion. The physician then used a new device to complete the surgery. No patient complications are reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the hypotube was kinked 12.3cm and 77.5cm distal to the strain relief). The distal tip was deformed. Initial mandrel movement failed due to a blockage in the inner lumen, the blockage could not be removed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 8th, 9th and 17th proximal segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis, calcification). Deformation problem. Conclusion: known inherent risk of a procedure (stent deformation) 50 device failure related to patient condition (stenosis, calcification). (B)(4).